Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). The affiliate who created this case, cancelled the case as being entered by mistake. No investigation was performed. Case was cancelled.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.